Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligature procedure performed on (B)(6) 2025. It was reported that the barrel was mounted on the endoscope, and the first band was deployed successfully. During the second and third attempts, a 'click' was felt but no bands were released or visualized. Bleeding ensued, prompting device removal, revealing a white band (6th) lodged in the device and endoscope cord. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed earlier in the setup process; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block a1 (additional patient identifier): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.